Event description:
The customer reported a noise heard from the tube, the control panel reset, all lights on control panel stayed on and the collimator closed. The image was blurry until it was rebooted. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the control panel processor and generator backplane. He was unable to duplicate the tube noise. The system operates as intended.